Manufacturer narrative:
Replacement battery was sent to the customer to address the reported issue. No part will be returned for failure investigation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the backup battery does not charge. The customer reported there was no patient involvement.